Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), the first episode of alopecia ("hair loss"), rash ("rashes"), pelvic pain ("chronic pelvic pain/ pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), depression ("depression"), stress ("stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), back pain ("lower back pain"), pain in extremity ("leg pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (surgery to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, rash, bladder disorder, urinary tract disorder, migraine, headache, depression, stress, dyspareunia, fatigue, weight increased and the last episode of alopecia outcome was unknown and the pelvic pain, back pain, pain in extremity and musculoskeletal pain had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, depression, device dislocation, dyspareunia, fatigue, headache, migraine, musculoskeletal pain, pain in extremity, pelvic pain, rash, stress, urinary tract disorder, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2011: on (B)(6) 2011, she had essure confirmation test. Most recent follow-up information incorporated above includes: on 3-apr-2018: reporters added and updated patient demographics. Laboratory data added. Added suspect drug inaction. Added events bladder or urinary problems or changes, migraines / headaches, neurological conditions or problems type: depression/stress, dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, lower back pain, leg pain and shoulder pain. Updated of event, outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), the first episode of alopecia ("hair loss"), rash ("rashes"), pelvic pain ("chronic pelvic pain/ pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), depression ("depression"), stress ("stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), back pain ("lower back pain"), pain in extremity ("leg pain"), musculoskeletal pain ("shoulder pain"), vision blurred ("blurry vision") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rash, bladder disorder, urinary tract disorder, depression, stress, fatigue and the last episode of alopecia outcome was unknown, the abdominal pain lower, pelvic pain, migraine, headache, dyspareunia, weight increased, back pain, pain in extremity and musculoskeletal pain had resolved and the urinary tract infection was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, depression, device dislocation, dyspareunia, fatigue, headache, migraine, musculoskeletal pain, pain in extremity, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on 4-aug-2011: total bilateral occlusion on (B)(6) 2011, she had essure confirmation test. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events blurred vision and urinary tract infection were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced device") in a 49-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. *on (B)(6) 2011, she had essure confirmation test. On an unknown date patient underwent pelvic ultrasound. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, abdominal pain, fever, vaginal bleeding, anxiety, depression, chronic pain, low back pain, pain in hip, dysmenorrhea and uterine fibroids. Concomitant products included botulinum toxin type a (botox) since 2014, buspirone from 2013 to 2015, cetirizine from 2013 to 2015, ciclosporin (restasis) since 2014, ibuprofen since 2013, levonorgestrel (mirena) since february 2012, meloxicam, nabumetone, naproxen, nsaids, oxaprozin from 2013 to 2015, piroxicam, pregabalin (lyrica) since 2014 and trazodone from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain/ pain/pain pelvic") and back pain ("lower back pain"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), the first episode of alopecia ("hair loss"), rash ("rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), depression ("depression / psychological or psychiatric problems- condition: depression"), stress ("stress / psychological or psychiatric problems- condition: stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss"), pain in extremity ("leg pain"), musculoskeletal pain ("shoulder pain"), vision blurred ("blurry vision / vision / eye problems- type: blurry vision"), urinary tract infection ("uti / bladder or urinary problems or changes utis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dysuria ("bladder or urinary problems or changes: pain during urination"), anxiety ("anxiety") and menstruation delayed ("sometimes skips a cycle") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) gained 30 lbs"). The patient was treated with cortisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rash, bladder disorder, urinary tract disorder, depression, stress, fatigue, the last episode of alopecia, vision blurred, vaginal haemorrhage, menorrhagia, fibromyalgia, uterine leiomyoma, dysuria, anxiety and menstruation delayed outcome was unknown, the abdominal pain lower, pelvic pain, migraine, headache, dyspareunia, weight increased, back pain, pain in extremity and musculoskeletal pain had resolved and the urinary tract infection was resolving. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dyspareunia, dysuria, fatigue, fibromyalgia, headache, menorrhagia, menstruation delayed, migraine, musculoskeletal pain, pain in extremity, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2012: occlusion of the fallopian tubes by the devices previously placed. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-may-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: fibromyalgia, reproductive system disorder or condition type of disorder or condition: uterine fibroids, bladder or urinary problems or changes: pain during urination, anxiety, sometimes skips a cycle. Concomitant drug was added. Treatment drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), rash ("rashes") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, alopecia, rash and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.